Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, the stent dislodged. The procedure attempted to treat the right coronary artery. A 3.5x16mm veriflex stent was advanced to treat the target lesion and the stent delivery balloon was inflated. After some post pictures it was noted that the stent was not visible. Then ivus was used, but they were still unable to see the stent. At that point, the back table was checked and they found that the stent had dislodged during preparation. The procedure was successfully completed with a different stent. No patient complications occurred and the patient's condition was listed as fine.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the delivery catheter found that the stent was detached from the delivery and was returned in a plastic container. The stent appeared to be compressed at one end. There was no evidence of any stretching along the length of the stent. An examination of the balloon found that the balloon had been inflated and was not refolded. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)

Event description:
It was reported that during a stenting treatment procedure, the stent dislodged. The procedure attempted to treat the right coronary artery. A 3.5x16mm veriflex stent was advanced to treat the target lesion and the stent delivery balloon was inflated. After some post pictures it was noted that the stent was not visible. Then ivus was used, but they were still unable to see the stent. At that point, the back table was checked and they found that the stent had dislodged during preparation. The procedure was successfully completed with a different stent. No patient complications occurred and the patient's condition was listed as fine.